Manufacturer narrative:
H4: device manufacture date: december 4, 2020 - december 7, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) burst during filling. The device was filled with fluorouracil 50 mg/ml and sodium chloride 0.9%. There was no patient involvement. No additional information is available.